Event description:
Info received indicates the technician found the bed failed ground on the electrical test (leakage to high).

Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.